Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, externalized conductors were observed. The lead was tested an no electrical anomalies were noted. The lead was explanted. The patient was asymptomatic.